Event description:
A customer reported a memory setting problem on their freestyle flash blood glucose monitor. The meter was returned and found to have a selectable unit of measure. The meter is one where the units of measurement should be locked to mmol/l; therefore, the meter has very likely suffered a malfunction due to the memory overwrite issue associated with prolonged use under low battery.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customer and retailers have been informed through the fa16may2006 letter.